Event description:
The report we received from our affiliate indicated that while crossing the lesion with the sds, the stent became partially dislodged from the balloon. No add'l info was given, and no response has yet been received to requests for add'l info. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the stent on this product is similar to the us manufactured palmaz genesis stent.